Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient suffered pain post hip implant.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: medical product: tprlc 133 fp type1 bm so 6.0, catalog #: 51-110060, lot #: 2496285. Medical product: g7 hi-wall e1 liner 36mm d, catalog #: 010000934, lot #: 3877927. Medical product: g7 bonemaster ltd acet shl 50d, catalog #: 010000702, lot #: 3763297. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient suffered pain post hip implant.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient suffered pain post hip implant.